Event description:
During evaluation of the device, the baxter service technician discovered an inoperable stop key on a colleague volumentric infusion pump. No additional information was available at this time. Uim master software versions with a software configuration number ending (B)(4) will be categorized as remediated.

Event description:
The baxter product analysis lab technician reported a colleague infusion pump which experienced failure 808:03. It was determined from the device event log that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B) (4)additional information: this issue is currently being investigated under CAPA # (B) (4).

Manufacturer narrative:
(B)(4). During service, an "inoperable stop key " was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer.